Manufacturer narrative:
A4 is unknown. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp was inserted via femoral artery in a 70 year old male who presented in cgs. The impella cp was placed for lv venting while the patient was concurrently on ECMO. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d/e. While on support the patient experienced hematuria which was noted by the health care professional to be most likely related to a traumatic foley insertion. After approximately 5 days on support the decision was made to withdraw care and the patient expired.

Manufacturer narrative:
Section d6b, date of explant, has been updated.

Manufacturer narrative:
Investigation summary: hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.